Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was oversensed. The patient did not experience any pacing inhibition. Additionally, there were high out-of-range (oor) pacing impedances measuring greater than 2000 ohms and thresholds were high. Subsequently, this rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.